Manufacturer narrative:
(B)(4). Additional information: did clips fall into the patient? Yes. Were they retrieved? Yes. Which firing of the device did this event occur on? 1st clip. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes by scrub nurse to see if jammed. What were the indications for surgery? Gall stones. What was found?gall stones. Does the patient have any relevant history of surgical treatments? Na if so, what? Na. Did somebody other than the primary surgeon fire the instrument? No if so, whom? Na. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected 6 clips and 5 conforming clips. There were no other issues while firing the device. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip loaded and deployed correctly but subsequent clips jammed in the jaws, loaded side ways and slipped out of the jaws. The device was put to the side and another same device was used without incident. There was no patient consequence.